Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
A band slippage was reported in a patient enrolled in the swedish adjustable gastric band registry. The band was removed with no adverse patient consequences reported.